Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) xxxx was used based on age of patient. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was occluded the following information was received by the initial reporter with the following verbatim: we have had multiple issues with this secondary tubing not infusing medications. This medication started dripping in the chamber when the registered nurse (rn) started the medication, but when rn returned it had stopped infusing, and the IV pump was pulling from primary fluid bag. Usually this issue is with glass vials, but this event was with a medication bag. There are extensive instructions for priming this tubing, and rn says all steps were followed appropriately.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# ms3500-15 and lot# 24033261 was performed. The search showed that a total of 24,053 units in 1 lot number was built on 14mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: ms3500-15 batch#: 24033261 it was reported by the customer that we have had multiple issues with this secondary tubing not infusing medications. This medication started dripping in the chamber when the registered nurse (rn) started the medication, but when rn returned it had stopped infusing, and the IV pump was pulling from primary fluid bag. Usually this issue is with glass vials, but this event was with a medication bag. There are extensive instructions for priming this tubing, and rn says all steps were followed appropriately. Verbatim: rcc received a complaint via email. Email(s) attached. We have had multiple issues with this secondary tubing not infusing medications. This medication started dripping in the chamber when the registered nurse (rn) started the medication, but when rn returned it had stopped infusing, and the IV pump was pulling from primary fluid bag. Usually this issue is with glass vials, but this event was with a medication bag. There are extensive instructions for priming this tubing, and rn says all steps were followed appropriately.